Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb and fluoro functions pcb were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.